Event description:
Mother of male, reported that pt's infusion set had partially separated at the luer connection. Pt discovered the separation while watching television and feeling wetness at the site. Mother stated that pt's blood glucose level was possibly >600 mg/dl. The infusion set was replaced. Medical assistance was not required to address this issue. Product not being returned.